Event description:
It was reported an unknown time, on an unknown date, the device was in need of repair for an unknown reason. There was no note of patient impact or delay. After investigation an inconsistent speed was found. Due diligence is completed; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the speed was inconsistent. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.